Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that the usage of custom-made anaconda fenestrated stent graft for endovascular treatment of juxtarenal aortic aneurysms is feasible with acceptable intermediate-term results.

Event description:
Received an article titled single centre experience with anaconda custom made fenestrated stent graft in the endovascular repair of the juxtarenal aneurysms. Purpose: this study showed its feasibility for treatment of challenging juxtarenal anatomy of the abdominal aorta. Method: over the period of 12 months, 9 patients with juxtarenal aortic aneurysm underwent fenestrated stent graft implantation in our institution. Per the article adverse events included type iib endoleak, ischemia and thrombosis.